Manufacturer narrative:
(B)(4): results: (death), (previous history of congested cardiac failure and stroke). Conclusions: (patient's condition predisposed event).

Event description:
The physician successfully deployed a 2.5mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting stent (MFR# three endeavor sprint rapid exchange (rx) drug eluting coronary stents to the distal circumflex. Following post-dilatation, 0% stenosis remained. Two other stents were subsequently deployed to the proximal circumflex, a 3.0mm diameter x 12mm length endeavor rapid exchange (rx) drug-eluting stent (MFR #2953200-2010-02185) and a 3.0mm diameter x 09mm length endeavor rapid exchange (rx) drug-eluting stent (MFR #2953200-2010-02186) resulting in 0% stenosis. Ivus confirmed complete apposition of these stents to the vessel wall. Approximately six weeks later, the patient was hospitalized due to cardiac failure. The patient was treated with medication and discharged approximately 10 days later. Subsequently, the patient was re-admitted to hospital approximately three months later. Approximately five months post-index procedure, the patient passed away due to cardiac failure.